Event description:
It was reported by repair work order that the mattress had fluid ingress due to damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updated conclusion code. Customer determined to scrap the mattress.

Event description:
It was reported by repair work order that the mattress had fluid ingress due to damaged top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.